Manufacturer narrative:
Codman has been advised that the device will not be returned for evaluation. The freer septum elevator is an instrument that is intended for use in nasal surgery. However, the customer reports a portion broke off and became embedded in the pt's shoulder. The type of surgical procedure for which this nasal elevator was determined. The complaint cannot be verified. At this time, the complaint is considered to be closed.

Event description:
Per (B)(4), freer elevator broke during surgical procedure. A 2mm by 1/2cm stainless steel piece broke off and embedded in pt's soft tissue in left shoulder. Physician was unable to retrieve/remove from pt's left shoulder.